Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer stated that the insulin pump alarmed button error. The sensors also alarms sensor error. Customer no longer wears the sensors. Customer has been hospitalized due to high blood glucose. The blood glucose reading at the time of the event was 700 mg/dl. Hospital treated with fluids and insulin and was released. Nothing further reported.